Event description:
The pt reportedly experienced intermittencies with her internal device. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted. The pt was implanted with another cochlear implant.